Event description:
It was reported to boston scientific corp that a jagwire was used during a cholangiopancreatography with sphincterotomy procedure performed in 2009. According to the complainant, the wire performed well, however, when the device was removed, the physician noticed the distal tip had completely separated from the device and it was left in the pt. An attempt to retrieve the wire fragment was unsuccessful. The physician was concerned with potential inflammation due to the un-retrieved wire fragment. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the device revealed that the entire pebax tubing was missing from the distal tip of the wire. The pebax tubing was not returned for analysis. No other damage or inconsistencies were noted. It cannot be determined if the device was used in accordance with labeling. The directions for use (dfu) state, "do not use with metal-tip catheters. Withdrawing the guide wire through a metal tip catheter may damage surface of guide wire". The root cause of this event cannot be determined with certainty; however, this complaint has been assigned the most probable root cause of operational context. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a jagwire was used during an cholangiopancreatography with sphincterotomy procedure performed on (B)(6)2009 (35 year old female patient;weight unknown). According to the complainant, the wire performed well, however when the device was removed, the physician noticed the distal tip had completely separated from the device and it was left in the patient. An attempt to retrieve the wire fragment was unsuccessful. The physician was concerned with the potential inflammation due to the un-retrieved wire fragment. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.